Manufacturer narrative:
Complaint evaluation: a philips response center engineer (rce) was provided two recordings; one is before the network switch change and the second afterward. No errors regarding the mulicast group communication could be found in the recording by the rce. Good faith efforts were made to obtain additional information associated with this complaint evaluation. Customer resolution and conclusion: the reported issue could not be confirmed, however, philips could not rule out a malfunction. Good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that bed to bed overview was not working after they had resolved their network issues. The device was not in use on a patient.